Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. The synergy device was returned inside a 0.070" bsc guide catheter along with an emerge 3.5 x 12 mm dilation catheter, and 2 x 0.0140" guidewires. The device was easily removed from the guide catheter. A lot of red media was visible on the device. A visual and microscopic examination of the stent found distal stent damage with stent struts stretched distally past the distal tip. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. This type of damage is consistent with the tip meeting an obstruction or a restriction while trying to cross the lesion. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system when it met an obstruction or a restriction. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the ostial left circumflex artery. A 3.00 x 16 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.